Event description:
Initial report received in 2009 from a dermatologist via a representative company. A female patient with an unspecified medical history experienced zones with fibrosis and partially visible nodules after receiving injection of poly-l-lactic acid (sculptra). She had been received during an unspecified time frame injection of poly-l-lactic acid (sculptra) batch number not provided. No concomitant medications were reported. Three months ago, she experienced zones with fibrosis and partially visible nodules. It was not mentioned if injections of poly-l-lactic acid (sculptra) had been stopped. Outcome is unknown at the time of the report. Further information had been requested.

Manufacturer narrative:
Device qc performed.